Event description:
The customer observed falsely elevated alinity c creatinine2 results on a patient when processed on the alinity c processing module. The following data was provided. Sid (B)(6); initial result = 2.43 mg/dl, repeat result =0.82 mg/dl. The customer reference range =0.6 to 1.13 mg/dl. No additional patient information is available. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier reached maximum character limit, the full ID is (B)(6). Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete.